Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a draw rod unintentionally disengaged from the inserter during surgery while implanting a cage. Further event information, including patient outcome, has been requested but is not currently available.

Manufacturer narrative:
The returned draw rod was evaluated. There was damage to the connection end which suggests the draw rod was forcibly removed from the inserter without properly disconnecting them from each other. However, the draw rod did connect as expected with a mating inserter during a functional check. There was also damage found to the threads which would not be expected as a result of normal usage per the recommended technique. The cause of this damage cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.